Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the bipolar is activating with no user input. The customer stated that there was an activation message and then bipolar started to energize. No patient is in the room and they were still setting up. The technical support engineer (tse) viewed system logs and confirmed m-12 errors. The tse had the customer check the external foot pedals in the drawer to make sure nothing was touching the pedals. The customer confirmed nothing was touching the pedals. Also, the tse had the customer disconnect the two external foot pedal cables from the integrated electrosurgical unit (iesu) [erbe] and power cycle the iesu. The customer performed this and stated that everything looks normal. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The continued to monitor customer remotely and verified no further reported problems. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.